Manufacturer narrative:
Concomitant medical products: 439888 lead implanted (B)(6) 2018: dtbb1q1 crtd implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that very intermittent atrial undersensing was noted on a remote transmission. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.